Manufacturer narrative:
Serial number and h4: manufacture date. D9: date returned to mfg 1/8/2024. E1 - reporter additional phone number:(B)(6). Evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the accu could not be charged. The root cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.e1 - reporter phone number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, serial number, UDI, and h4: manufacturer date are unknown.

Event description:
It was reported that the pump exhibited a low battery alert despite the battery had recently been charged before use. The battery was under low tension and did not charge. No patient injury was reported.